Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Dentsply sirona became aware of a serious injury with an implant in connection with the malfunction of a givgival former that occurred while using the ankylos implant system. This report is for the dental implant device. The gingival former device report has been submitted separately. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.